Event description:
It was reported that during implant procedure there was difficulty in inserting the stylet into the atrial lead. The helix was extended and retracted several times; the lead appeared to be crinkled under the insulation. The lead was not used. A new lead was implanted. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.